Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that patient was noticing some tremors coming back on their right side and a little bit of head bobbing, further stating that they had been using an electric blanket and was wondering if that was ok. Patient stated they did not remember if symptoms started after using the electric blanket, patient confirmed they just stopped using the blanket and confirmed the tremors were still present. Patient synced with the programmer and stimulation was on. Patient was redirected to follow up with the health care professional (hcp) to address the issues. It was reviewed for patient to discontinue using electric blanket and follow up with hcp. It was also reviewed patient may call the manufacturer if they had any questions about their device and/or request for a local manufacturer's representative (rep) walk the patient through how to use device in person at hcp's office. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating there were no steps taken to resolve the return of tremors, however the symptoms were resolved. It was unknown if there were any device issues resulting from the patient using an electric blanket. No further patient complications were reported/ anticipated as a result of this event.